Event description:
Device malfunction: failure to deploy - needles. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the prostar xl device attempted arteriotomy closure of the femoral artery after an interventional procedure. Reportedly, during needle deployment, resistance was felt and the needles partially deployed. The needles were "reinserted in the shaft using some force." The device was removed and a second prostar xl was used to achieve hemostasis after enlarging the subcutaneous tissue tract. There were no reported adverse patient effects. No additional information was provided.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.